Manufacturer narrative:
Concomitant medical products: product ID: 3889, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a trial patient. It was reported that patient was experiencing bleeding at the incision site. The lead was disconnected from the external neurostimulator (ens) since yesterday. It was noticed that the patient fell out of bed last night of this occurrence. Patient¿s family stated patient may have been disoriented. It was indicated that patient had an appointment with healthcare provider (hcp) on the day of the report. The issue was not resolved at time of the report. Patient status was noted as alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.